Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance. The broken cross section surface shows no irregularities. We suppose that simply too much applied mechanical force during insertion caused the breakage. No product faults could be detected.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, a screw head snapped off a cancellous screw during tightening. The shaft of the screw remains in the patient. No further information is available.